Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure. A visual and microscopic examination was performed on the returned device. A visual and microscopic examination of the returned device identified a longitudinal tear in the balloon material beginning at the distal edge of the proximal markerband and extending distally over the balloon material for approximately 40mm. No issues were noted with the balloon material that could have contributed to the balloon material damage. The rate of burst pressure of this mustang device is 24 atmospheres as per product specification. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted during product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a severely calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was simply removed and the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a severely calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was simply removed and the procedure was completed with a different device. There were no patient complications reported.